Event description:
It was reported that during the endoscopic vein harvesting procedure, the bisector would not cauterize. A second device was used and device would not cauterize. The procedure was completed with bridging technique. No further patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the complaint is not confirmed for the bisector would not cauterize since there were no non-conformances discovered during the investigation. Device performed as intended. A lot history record is not available for review at this time.